Manufacturer narrative:
Per the clinic, the patient was placed under general anaesthesia on (B)(6) 2025, in order to reposition the internal magnet that was dislodged during an MRI (1.5 tesla). Correction: the internal magnet was not replaced as previously reported in initial MDR submitted on august 22, 2025. Instead, the internal magnet was repositioned during the revision surgery on (B)(6) 2025.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (tesla strength not reported). The patient's head was wrapped as recommended by cochlear. Upon leaving the imaging unit the patient could no longer wear the sound processor due to no magnet retention. Surgery to replace the magnet has been completed (specific date not reported). The implanted device remains.